Event description:
Related manufacturer reference number: 2017865-2022-11603. It was reported that the patient presented to the emergency room with right ventricular (rv) and left ventricular (lv) leads that were dislodged due to a patient fall. Device testing and chest x-ray (cxr) confirmed lead dislodgement for both leads. The leads were explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one. Visual examination found procedural damage. The lead was measured to be within specification.